Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpio cr size 9, 8mm. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Visual inspection: the explanted device was returned in yellowed, damaged condition. Uneven wear of the insert was observed. Indications of delamination were observed on the lateral bearing surface. Delamination was observed on the medial bearing surface with abrasion on the posterior portion. The proximal intercondylar section was damaged on the medial side. Damage was also observed to the locking feature likely due to explantation. The locking wire was not returned with the insert body. Discussion with the material analysis team confirmed the observed wear and delamination to be consistent with uhmwpe service in-vivo. Further analysis was not deemed necessary. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event was confirmed. The root cause of the wear could not be conclusively determined due to the minimal information received; however the consulting clinician noted the knee to be in varus, which likely contributed to the uneven wear of the insert. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient had left knee revision surgery due to poly liner erosion. Surgeon explanted old poly and put in new scorpio poly. The exact implantation date was not provided, however it was indicated that the reported device was implanted approximately 18-20 years ago.

Event description:
It was reported that patient had left knee revision surgery due to poly liner erosion. Surgeon explanted old poly and put in new scorpio poly. The exact implantation date was not provided, however it was indicated that the reported device was implanted approximately 18-20 years ago.